Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip and minor scratches on display window. The insulin pump monitored for several days with no blank display anomaly noted. The insulin pump received with normal operating currents. No damage found on lcd isolation tape noted.

Event description:
The customer reported via phone call that she had a crack underneath the battery cap. Customer's blood glucose was 114 mg/dl. Customer stated that she woke up this morning and the battery bars were fluctuating from 2 bars to 1 bar. Customer changed her battery this morning after she took it out to test her blood glucose, the pump was blank. Customer tried 3-4 different batteries from different packs before the screen finally came back on. Customer tested her blood glucose and it was 150 mg/dl. Customer stated that she knew that she had insulin. Customer stated that the display returned after troubleshooting and inserting a new battery. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.